Event description:
It was reported that during the replacement procedure for normal battery depletion, it was noted that this pacemaker device had reverted to safety mode operation. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device interrogation could not be established in the laboratory. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis. The battery was confirmed to be depleted, which may have contributed to the device entering safety mode, but the root cause of the depleted battery was unable to be determined. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the replacement procedure for normal battery depletion, it was noted that this pacemaker device had reverted to safety mode operation. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the replacement procedure for normal battery depletion, it was noted that this pacemaker device had reverted to safety mode operation. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.